Event description:
It was reported by the rep that the (1) tct75 was used during a mediastinoscopy and thoracotomy procedure. It was reported that the initial firing was fine. Reload jammed after approx one inch of staples fired. There was no pt consequence.